Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly. The device was received with scratched screen, cracked case at the display window corners and battery tube threads.

Event description:
The customer reported being hospitalized with low blood glucose and had a seizure. The caller stated that the insulin pump has a crack on the outside of the device. The caller mentioned having low glucose readings for six to nine months and has a lot of illnesses too. The blood glucose reading at time of admission was 29mg/dl. Troubleshooting was declined as customer stated that nothing was wrong with the insulin pump. During the call, the customer mentioned being hospitalized with low blood glucose of 29mg/dl. The customer experienced nausea, headache, and high pressure. The caller had a cat scan before going to the hospital due to seizure. She also stated that had neuropathy and fibrosis sickness and is under different medications as steroids, which may have contributed to the low blood glucose. No further information was provided.